Manufacturer narrative:
Upn corrected (B)(4). (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07215. It was reported that wire tip fracture, vessel perforation and patient death occurred. The chronic total occlusion target lesion was located in the heavily calcified (360 degrees worth) ostial/proximal right coronary artery (rca). A rotawire elite' guide wire crossed via an antegrade approach. During advancement of a 1.50mm rotalink' plus burr at , the wire fractured and the burr perforated the vessel. The burr speed was 190-200k rpm at the time of the event. The burr and part of the wire was removed; however, 20-30cm of the distal wire was left inside the patient. A non-bsc covered stent was deployed to seal the vessel perforation. 4 days later, the patient died.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07215. It was reported that wire tip fracture, vessel perforation and patient death occurred. The chronic total occlusion target lesion was located in the heavily calcified (360 degrees worth) ostial/proximal right coronary artery (rca). A rotawire elite guide wire crossed via an antegrade approach. During advancement of a 1.50mm rotalink plus burr at , the wire fractured and the burr perforated the vessel. The burr speed was 190-200k rpm at the time of the event. The burr and part of the wire was removed; however, 20-30cm of the distal wire was left inside the patient. A non-bsc covered stent was deployed to seal the vessel perforation. 4 days later, the patient died.